Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t gen5 elecsys (troponin t) on a cobas e 801 analytical unit. The initial result from the original sample was 98.5 ng/l. This result was reported outside of the laboratory. The one-hour sample result was 17.9 ng/l. Due to the one-hour sample result, the initial result was questioned and the customer repeated both patient samples. The original sample was repeated with a result of 18.2 ng/l. The one-hour sample was repeated with a result of 21.1 ng/l. The customer corrected the result to 18.2 ng/l as this result was believed to be correct. The customer is not questioning any of the one-hour sample results. The troponin t reagent lot number was 56640601 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The field service engineer (fse) noted bubbles in the sample. An instrument check was performed with passing results. Calibration was last performed on 25-feb-2022 and was acceptable. Qc was acceptable. There was no indication of a reagent or instrument performance issue. No alarms were observed in the customer's alarm history data. No issues were identified in the pre-analytical data provided. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Manufacturer narrative:
Evaluation result code was updated.